Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve assembly was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2000. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the adjustable pressure limiting valve was worn and missing plastic pieces. Potential loss of manual ventilation. There is no report of patient involvement.